Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated when removing the guide wire, resistance occurred that prevented normal movement. The guide wire then frayed and the proximal end of the guide wire was not attached when the catheter and guide were removed. By a thorax rx the proximal end of the guide wire was seen located still in the pt. The pt will require surgery to have the piece removed.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.